Event description:
Caller reported an error with their cgm, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.